Event description:
Subsequent to previously filed medwatch new information received as follows: the patient was immediately transferred to massy hospital where a snare device was used to capture the dislodged stent successfully. The target lesion and dissection was treated with the placement of another stent. The patient is reported to be in good condition post procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified left anterior descending artery. After pre-dilatation was performed with a non-abbott balloon, a dissection was observed. An attempt was made to advance the 2.5x23 mm xience v stent; however, resistance was felt in the left main. After retraction of the stent delivery system from the anatomy, it was observed that the stent implant was not on the balloon. The patient was transferred to another hospital where a snare device was used to capture the dislodged stent successfully. The patient is reported to be in good condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported stent dislodgement was confirmed. A review of the cine of the procedure concluded that the images were consistent with the incident description of stent dislodgement within the left anterior descending artery. However, the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. . Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history for the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.